Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
"Md found that the connection between 14ga medial 1 line and 14ga medial 1's port was damaged during the procedure." It was reported the gray color lumen line and port were torn. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
"Md found that the connection between 14ga medial 1 line and 14ga medial 1's port was damaged during the procedure". It was reported the gray color lumen line and port were torn. No patient harm reported. The device was replaced. The patient's condition is reported as fine.